Event description:
It was further reported that the st event happened 5 days post index although it was not confirmed until two days later. The myocardial infarction (mi) still occurred 6 days post index procedure as previously reported. The order of the taxus stent placement was the 2.5x8 mm followed by the 3.0x16 mm and not as previously reported. Arrive 2 procedure target lesion 1 was 24 mm long. Target lesion 1 was treated with placement of a 2.5x8mm taxus stent past the calcified lesion and beyond the sharp bend in the 2nd diagonal. This was followed by placement of a 3.0x16 mm taxus stent proximally. There was 25% residual stenosis. The pt also had a cypher stent placed in the mid rca prior to the index procedure. Five days post index procedure the pt presented to the emergency room with complaints of acute onset of left arm pain and anterior chest wall pain which improved with nitroglycerin. The pt was transferred to another hosp and was admitted the next day. ECG upon admission revealed some nonspecific st changes and the pt was ruled in for a non-q wave myocardical infarction based on elevated troponin. In the opinion of the physician there was a probable relationhsip between the mi, the target vessel and the taxus stents. Seven days post index procedure the pt underwent cardiac catheterization. The results revealed severely dilated left ventricle, akinetic apical and anterior walls, ejection fraction of 20%, all bypass graft were widely patent, a totally occluded left cx artery, and a totally occluded stent in the lad. No info is available regarding anti-platelet use at the time of admission. The pt was trated with medical therapy. An ECG revealed normal sinus rhythm. Nine days post index procedure a 2d echocardiogram and apical akinesis. The ejection fraction was estimated at 30-35%. The pt underwent dual chamber ICD implantation that day. In the opinion of the physician there was a probable relationship between the st and the taxus stent.

Event description:
Clinical study same case as MDR 6000093-2005-00577. It was reported that 6 days after a coronary artery drug eluting stenting procedure the patient experienced a non q-wave mi and a stent thrombisis (st). The index procedure treated one target lesion. Target lesion 1 was 3.0 mm vessel diameter, 95% stenosed region of the 2nd diagnal artery. The physician predilated the lesion and performed a rotational artherectomy prior to placing two drug eluting stents. The first stent placed was a taxus express2 8.8% 3.0x16mm (lot 7234177) drug eluting stent. The second stent placed was a taxus express2 8.8% 2.5x8 mm (lot 7037289) drug eluted stent. The two drug eluting stents overlap. The patient was discharged from the hospital two days post index procedure receiving asa, and plavix. The site reported that the patient was readmitted to the hospital six days after the index procedure experiencing a non q-wave mi, and a st. The actions to resolve the conditions were listed as hospitalization, and cardiac medication change. The conditions were upon discharge from the hospital four days later.